Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including subsequent surgical intervention, disability and pain; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2003, the patient underwent surgery for the repair of two inguinal hernias on the right and left side. On both sides, a perfix plug large was implanted to repair the hernias. It is alleged that on or about (B)(6) 2018, the patient underwent a laparoscopic excision of the perfix plug on the right side. It is alleged that the patient has suffered and will continue to suffer physical pain, mental anguish, disability, hospitalizations, additional surgeries, psychological stress, depression, had underwent medical treatments and other forms of care.